Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 for consecutive stalled motor and received an unable to proceed message when attempting a rewind and change of supplies; the caregiver performed multiple restarts without resolution and discontinued pump use, reverting to backup therapy, while blood glucose reportedly remained in range. Symptoms included no adverse clinical effects. Outcomes included interruption of insulin delivery and device replacement logistics, with the user advised on shutdown, data sync, return procedures, and that setup would be required on the replacement device. Investigation included remote troubleshooting, alert history review, and evaluation of device performance based on reported error codes. Investigation of the returned device revealed a motor stall malfunction within the pump mechanism, consistent with a device mechanical issue affecting delivery operations. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure associated with the pump motor function.